Event description:
Physician reported implant rupture. Diagnosed by MRI. Device has been explanted and replaced with non-allergan device. This relates to the right side.

Manufacturer narrative:
(B)(6). (B)(4). Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.